Event description:
During a kyphoplasty procedure, the md attempted to remove the cement delivery system. Resistance was met and the delivery needle separated at a location outside of the pt. Route: intracervical, diagnosis or reason for use: fluoroscopic balloon kyphoplasty.